Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the ful lead was returned and no anomalies found. However, it was noted that all conductors were distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.

Event description:
It was reported that the atrial lead dislodged twice. The lead was removed and replaced. No patient complications have been reported as a result of this event.